Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The home patient was not connected at the time of the alarm. The home patient started therapy prior to connecting and did not connect until a system error 2240 occurred. The technical service representative had the home patient close all of the clamps and disconnect using aseptic technique. The technical service representative had the home patient cycle the power to clear the alarm and remove the cassette. Proper procedures per the user manual reviewed with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Starting therapy prior to connecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.